Event description:
It was reported that the patient is requesting a revision surgery of an artificial urinary sphincter(aus) device due to unknown reasons. A patient outcome was not reported. Additional information received that a revision surgery took place on (B)(6) 2019. A new aus device was implanted in the patient.

Manufacturer narrative:
Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and control pump. Product analysis confirmed a fluid leak in the balloon sphere-adapter junction based on visual and functional testing. The damage to the balloon is consistent with wear and fatigue. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.the ams800 occlusive cuff was visually and microscopically examined, and functionally tested. No leak was found. It performed within specifications. The ams800 pressure regulating balloon and control pump were both visually and microscopically inspected. A hole/perforation was found in the balloon sphere-adapter junction. The ams800 control pump was contaminated by tissue. Therefore, the balloon and control pump were not functionally tested due to the confirmed balloon leak and the pump contamination.

Manufacturer narrative:
Additional information received that there was a fluid leak point at the top of the pressure regulating balloon.

Event description:
It was reported that the patient is requesting a revision surgery of an artificial urinary sphincter(aus) device due to unknown reasons. A patient outcome was not reported. Additional information received that a revision surgery took place on (B)(6) 2019. A new aus device was implanted in the patient.

Event description:
It was reported that the patient is requesting a revision surgery of an artificial urinary sphincter(aus) device due to unknown reasons. A patient outcome was not reported. Additional information received that a revision surgery took place on (B)(6) 2019. A new aus device was implanted in the patient.